Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during servicing it was noted the end of the hemopro2 extension cable broke. The hospital did not report any patient effects.